Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter stated that the display screen was fading over the past six months. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 06/26/2013 with the following findings: investigators confirmed the text on the display screen is dim/faded and the text is discolored upon start up and difficult to read and found to be scratched. Investigators increased the contrast setting to the maximum of '10' with little improvement observed. Replaced faded display with test display and the test screen is fully functional and is fully illuminated with no visible signs of fading or discoloration of text. Unrelated to the complaint, evaluation revealed that the bolus button has intermittent response to button presses and is hard to push. Removed button cover and found the internal plug contact is misaligned and contamination is present. The keypad was found to be worn.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.